Event description:
It was reported that a clearlink system y-type blood/solution set leaked from the 'distal clave' (y-site). This occurred during infusion of platelet. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discared; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.